Event description:
The pt called lifescan and alleged the one touch profile meter would not turn on. A medical professional was contacted for advice. No treatment reported. No action taken following attempted use of the meter. During troubleshooting the not ok message also appeared. The customer care representative performed troubleshooting and the issue was not resolved. The meter was replaced and return expected.